Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Director reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 140 mg/dl. Customer advised the short end of the infusion set had issues and when they changed the short end of the infusion set they go through multiple sets until they find the right one. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the device would get to about 17 during the prime process and then stop. Customer believed the tubing had a blockage which would not allow insulin to flow properly. Customer advised they threw away the old infusion sets and was advised to keep them for the future so they could be sent back for analysis.